Event description:
It was reported that the patient presented to the emergency room due to inappropriate shock. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing that caused the inappropriate shock. Programming changes were performed. The were no patient consequences.